Event description:
The complainant reported that sometime subsequent to the j-tube enteral feeding device being placed in the patient during a therapeutic procedure, the j-tube detached at the junction of the white connector. Both the white connector and the j-tube were enclosed in the securi-t portion of the device, allowing the physician to remove the j-tube without the aid of any other device. The clinicians replaced the enteral feeding device in the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported problem.